Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that when uncovering they couldn't seat the healing collar. Doctor had taken the cover screw out and them couldn't get the healing collar to seat (or the cover screw again). Doctor thinks that he needs to rethread the implant. The patient left with the healing collar not fully seated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be performed. Functional testing could not be performed since the product was not returned. The devices were implanted on tooth location #19. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that when uncovering they couldn¿t seat the healing collar. Doctor had taken the cover screw out and then couldn¿t get the healing collar to seat (or the cover screw again). Doctor thinks that he needs to rethread the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.